Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 03/22/2025, it was reported that the patient missed an alert from the mobile device. There was reportedly no audio output (no audio alarm). According to the report, the patient missed an alert that was necessary for timely intervention. When the patient's son attempted to wake the patient, there was no response. Concerned, the son called paramedics, and the patient was transported to the hospital's emergency room (ER) for evaluation. Upon arrival, the patient's blood sugar level was found to be critically low at 31 mg/dl. Unfortunately, at the time of the incident, the son was unable to verify the readings from the continuous glucose monitoring (cgm) system. The patient was administered IV fluids and oral glucose gel to address the hypoglycemia. After monitoring the patient for 5 hours at the hospital, the patient's condition stabilized, and they were discharged the same day. The patient was fine during the call. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss equal to or under 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.